Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation under all 3 therapy electrodes that is itchy. Patient reported that there is open skin under the front therapy electrode due to her scratching but no discharge. There was no alleged device malfunction contributing to the irritation. The patient reported the irritation to her physician and was told to continue wearing the lifevest, but there is no indication that the patient received medical intervention. Outcome of the irritation is unknown. Reporting out of an abundance of caution.